Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the lens was torn into pieces and part of the optic and haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic was torn during insertion. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures not required.